Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection that had been medically managed for approximately 2 years. The exact date of onset was not provided. In early (B)(6) 2015, the patient was admitted and treated with unspecified IV antibiotics for the driveline infection. The patient was reportedly discharged on home IV antibiotics and would be monitored closely for any changes in their driveline infection status. No further information was provided.